Manufacturer narrative:
The technician found the siderail arms were broken. The technician replaced the complete siderail to resolve the issue.

Event description:
The account alleged that the siderail will not latch. No report of injury.